Manufacturer narrative:
Per tandem's t:slim x2 g5 pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently requested and delivered a bolus of 7.18 units. Bolus glucose level was 191 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.